Event description:
It was reported that user forgot to remove guide rod, and tip of drill broke against guide rod. A delay greater than 30 minutes was reported and back-up device was available. A piece fell in patients wound but no injuries involved.

Manufacturer narrative:
It was reported that user forgot to remove guide rod, and tip of drill broke against guide rod. The associated intertan 7.00mm comp screw starter drill was not returned for evaluation. Therefore a product analysis could not be performed. As device details were not made available, device history record review cannot be completed. Complaint history review could not be performed with any accuracy due to lack of product information. Without the return of the actual product involved and no batch information available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.